Event description:
It was reported that the pump declared a cartridge change error, and additional difficulties arose, including an altitude alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through various troubleshooting steps, but the customer was unable to successfully load a new cartridge, which led to the decision to rely on multiple daily injections (mdi). Consequently, the pump was replaced.